Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the "error 5" message, approximately 2 out of the 5 times she tested. The error message first occurred approximately in late 2008, (about 3 weeks before she contacted lfs). Even though she was unable to test, she continued to take her diabetes medications as usual (fixed dosages of metformin and byetta). Approximately two days later, the patient was reportedly feeling shaky and sweaty. She did not have her meter at the time; however, she was able to test on her sister's meter while experiencing the symptoms and obtained a "52mg/dl." She administered self-treatment with food/drink and felt better afterwards. She stated that her last successful meter reading was obtained a "couple" days before the incident. Based on the documentation from customer care advocate (cca), the error message was unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic 2-4 days after the error message first occurred.